Event description:
The pt was unable to adjust stimulation and had telemetry issues in her physician's office. The pt had surgery to fix the problem. The pt was no longer having problems with her system. Additional information has been requested.

Manufacturer narrative:
(B)(4).